Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 280 mg/dl, 183 mg/dl, 118 mg/dl, and 133 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device, however customer did not return test stirps; replacement was sent.